Manufacturer narrative:
Correction: removing oversensing code.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited loss of capture. The lead was successfully repositioned on (B)(6) 2024. The patient was stable and asymptomatic.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited loss of capture and oversensing. The lead was successfully repositioned on march 12th 2024. The patient was stable and asymptomatic.